Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had frozen display. The customer's blood glucose level was unknown at the time of the incident. The customer reported that he was assisted in troubleshooting and it started working again. The customer stated that after monitoring the insulin pump for 2 hours, frozen display recurred. The insulin pump will not be returned for analysis.